Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The traveler rx 2.5 x 12 balloon dilatation catheter was being used for pre-dilatation and when the balloon went to be deflated, it only partially deflated. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the balloon was inflated at nominal pressure one time. The balloon partially deflated but not fully. With the balloon partially deflated, the balloon catheter was pulled into the guiding catheter and removed from the anatomy by itself. A new 2.0 x 12mm traveler balloon dilatation catheter was used followed by implantation of non-abbott stents. No additional information was provided.